Event description:
The patinet had a bilateral polyurethane covered implants placed four years ago. She began developing symptoms of fatigue and arm weakness and neck stiffness, bilateral shoulder pain, and arm pain in the last two years. Thje symptoms have been progressive. Both implants were intact. A bilateral capsulectomy and removal of implants was performedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.